Manufacturer narrative:
The insulin pump was programmed with 2 units basal rates for 24 hours. The device was monitored for 3 days. Basal rate units were delivered and recorded properly in history. A prime rewind alarm was noted during the occlusion test, due to a cracked end cap. It was not possible to continue testing due to the prime rewind alarm. The insulin pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
The customer reported that he checked the bolus history in the insulin pump and it appeared his basal rate insulin was not being delivered. The customer's blood glucose was 263 mg/dl. He treated with a bolus from the insulin pump. Troubleshooting was performed. There were no significant findings and the customer did not have a tubing clamp with which to complete troubleshooting. He was advised to change the entire set, reservoir and insulin. Nothing further reported.